Manufacturer narrative:
Literature article: tsuzuki y, wada s, asai s, shimabukuro t, matsumoto s, nishimura m, et al. ¿study on predictors of postoperative vaginal cuff infection in laparoscopic simple total hysterectomy¿. The 60th japan society of gynecologic and obstetric endoscopy and minimally invasive therapy [web-based online meeting] (14dec2020 through 28dec2020) :336-337. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced a postoperative vaginal cuff infection after undergoing a laparoscopic total hysterectomy in which seprafilm was used. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. Treatment for the infection was not reported. At the time of this report, the patient outcome was unknown. No additional information is available.